Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple replace battery alerts. Customer's blood glucose value was 11.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery prior to replace battery now alarm. Customer reported that this was the second occurrence of this alarm. Customer states the battery cap was not loose, cracked or damaged. The device will not be return for analysis.